Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 125 mg/dl. Customer has experienced multiple no delivery alarms. Customer stated that the alarm was resolved with multiple rewind and fill tubing sequences. Customer does not want to return the set or reservoir for analysis. Customer was advised to call back if the no delivery alarms occur. No additional information provided.